Manufacturer narrative:
Operator of device: patient/consumer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing was completed and no difficulty were detected during the priming and no alarms were activated, also no air bubbles were found in any of the samples tested; thus the failure mode reported is not confirmed. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was alarming without visible air in the system at the air detector. No patient injury was reported.